Event description:
A malfunction alarm labeled as malf 1 was reported, with no significant events occurring prior to the malfunction. The customer's blood glucose level experienced no adverse impact. Customer technical support arranged for the replacement of the pump, confirmed the shipping address, and advised the customer on returning the faulty pump. The customer was also instructed on how to put the pump into storage mode and acknowledged the guidance provided.